Event description:
Hemolysis. Approx 1 1/2 hours into the treatment, the pt exhibited hypertension. The treatment continued with the hypertension worsening. The pt then began to complain of chest pain and shortness of breath. The treatment was terminated 17 minutes early and the pt transferred to the ER. The pt received a transfusion and was discharged 1/17/99. Clinic biomed found no problem with machine. 15 cs. Same lot product (003410510, 11d153100) being returned from cobe canada inventory.